Event description:
Pt's cadd ms3 pump sn (B)(4) shut off on (B)(6) 2018, and pt was without remodulin for at least 1 day. Pt switched to his backup pump and was slowly titrated back up to 0.018 ml/hr (11.5ng/kg/min) - per pt he thinks that when you put pressure on the battery cap, it causes the pump to shut off. Sending pt a new pump via courier service today, and pt will drop off the broken pump at ups after confirming new pump is functional. No further info available. Dates of use: (B)(6) 2018 to present. Diagnosis or reason for use: i27.0 primary pulmonary hypertension.